Event description:
Additional information was received that the increased defibrillation impedance continued. A conductor fracture of the rv lead is now suspected, but not confirmed. The patient was stable.

Event description:
Additional information was received that there was suspected lead damage from technical services.

Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During an in-clinic follow-up, increased, out of range, defibrillation impedance was observed on the right ventricular (rv) lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.